Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a loss of therapeutic effect with balance issues and being dizzy following exposure to a theft detector or security gate at walmart. Since turning therapy back on the pt was doing well. Additional information was requested.